Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr test result on two separate occasions. On (B)(6) 2022, in the morning, the consumer performed covid-19 at-home test and the result was positive, with a faint line. On (B)(6) 2022, in the morning, at the cvs pharmacy site, the consumer had a pcr test and the result was negative. The consumer alleged that the covid at-home test and the pcr test performed on (B)(6) 2022 were done within 4 hours. On (B)(6) 2022, at 10:00 a.m., the consumer performed covid-19 at-home test and the result was positive, with a faint line. On (B)(6) 2022, at 11:30 a.m., at the cvs pharmacy site, the consumer had a pcr test and the result was negative. The customer stated that she was exposed to sars-cov-19 and has no symptoms and no treatment was received on both occasions. The current condition of the consumer is good. No other information can be provided.